Event description:
The customer reported via phone call that they woke up to a blank display on their insulin pump. The customer also reported their settings were erased from the insulin pump. Customer's blood glucose was around 325 mg/dl. The customer stated they were treating their blood glucose with a bolus delivery. Customer also reported discoloration at the dome sticker on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was powered up properly after battery installation and received with operating currents within specification. The insulin pump was monitored for blank display anomalies, no anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump was received with cracked case at display window corners, battery tube thread, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.